Manufacturer narrative:
The analysis of the pin was completed by medtronic personnel. The pin was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. While troubleshooting in house on similar equipment, the reported issue could be replicated when an air frame, 90 degree adapter and perc pin were all used at a particular angle. It was suspected to have been caused by sufficient weight being placed on the rubber stopper of the perc pin, resulting in a loose pin.

Manufacturer narrative:
Patient information was unavailable from the site. The perc pin was returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding a navigation device. It was reported that the airframe did not sit flush on the perc pin, but instead rotated slightly on the pin, connections were confirmed to be tight and secure. In an attempt to resolve the issue the manufacturer representative switched out different perc pins (short and long) and 3 different airframes, which did not resolve the issue. Potential delay to procedure and patient impact are unknown at this time.

Manufacturer narrative:
The navigation system was analyzed by a manufacturing representative; there were no additional findings as a result. The hardware and software systems passed checkout. If information is provided in the future, a supplemental report will be issued.